Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left posterior tibial artery (pta). After a 4fr non bsc introducer sheath and guide wire crossed the lesion, a 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, the balloon ruptured on the first inflation at 10 atmospheres for 8 seconds. The balloon was completely removed from the patient's body and the procedure was completed with a 2.5mm x 220mm coyote balloon catheter. No patient complications were reported and the patient's status was good.